Event description:
It was reported the rn was inserting the PICC line. She had resistance on insertion, but when she tried to retract the PICC, met additional resistance until the patient fell asleep. Once the patient was asleep, stylet was easily removed, but she noticed the wire was fragmented. It was stated that it seems everything was still connected but split.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken stylet was confirmed; however, the root cause was not identified. One 3cg stylet t-lock assembly was returned for investigation. A catheter segment containing the section from the 45 cm to the distal end of the catheter was also returned. A complete break in the polyimide tubing was observed. The broken segment measured to be 4 cm. The distal tip of the stylet was intact. One photograph depicting a portion of the stylet wire was also provided and appeared to correspond to the condition of the returned sample. Microscopic observation of the break revealed an uneven break surface with an elliptical shape. The distal end of the core wire from the proximal stylet segment was found to have been pulled downwards toward the stylet leading to additional damage of the polyimide tubing. The break appeared to have occurred between two magnets. Based on the condition of the returned sample, possible contributing factors include retraction or advancement against resistance. The product IFU states, "never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position." A lot history review (lhr) of redv4039 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redv4039 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the rn was inserting the PICC line. She had resistance on insertion, but when she tried to retract the PICC, met additional resistance until the patient fell asleep. Once the patient was asleep, stylet was easily removed, but she noticed the wire was fragmented. It was stated that it seems everything was still connected but split.